Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital following pocket discomfort. Further inspection revealed infection and erosion. The infection was confirmed with blood cultures. The right ventricular (rv) and right atrial (ra) leads were explanted and discarded. The patient was given antibiotics to resolve the issue. The patient experienced no consequences. Related to manufacturer report number: 2017865-2019-12568.